Manufacturer narrative:
Follow-up #1: date of submission 06/07/2016. Device evaluation: the device has been returned and evaluated by product analysis on 05/23/2016 with the following findings: moisture corrosion is observed on the display screen inside the pump, leak test failed due the leak resulted by the crack between the display lens and the case seal. The pump¿s cover was removed, further moisture ingress was found to the pcb on the cgm module, the ir circuit and to the motor flex/connector. Investigators were unable to download bb/dl due the moisture damage. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.

Event description:
On (B)(6) 2016, the reporter contacted animas, alleging a casing/condition (moisture ingress) issue. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.